Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 5 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp)'s caregiver (cg) and assisted with troubleshooting. No problems were found. The hp did not disconnect during therapy. The tsr assisted to end therapy and advised to inform the nurse about the alarm. During a follow up with the cg regarding the alarm, it was revealed that the issue was resolved and hp had resumed therapy, but added that she checked everything was not able to find the source of air. Per cg, she did not find any loose connections, disconnections or defects on the supplies. The cg stated that hp did not have any injury or harm as a result of this incident. Per cg, the hp is doing fine and continuing therapy. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. Per caregiver, she did not find any loose connections, disconnections or defects on the supplies. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).